Event description:
Spacelabs received a report on (B)(6) 2015 that a monitor tech missed notification of an alarm for a four second run of ventricular tachycardia (vtach) that occurred on (B)(6) 2014. The vtach event activated an alarm at the telemetry central monitor model 91387-38, which the monitor tech later located in the alarm log section of ics-g2 (patient retrospective database) model 92810. Several hours later the patient deteriorated to asystole and expired. The customer¿s concern is for the lack of a visual sector alarm on the telemetry central that remains resident and would display a history of episodic patient arrhythmia events not acknowledged by the clinician.

Event description:
Spacelabs received a report on february 2, 2015 that a monitor tech missed notification of an alarm for a four second run of ventricular tachycardia (vtach) that occurred on (B)(6) 2015. The vtach event activated an alarm at the telemetry central monitor model 91387-38, which the monitor tech later located in the alarm log section of ics-g2 (patient retrospective database) model 92810. Several hours later the patient deteriorated to asystole and expired. The customer¿s concern is for the lack of a visual sector alarm on the telemetry central that remains resident and would display a history of episodic patient arrhythmia events not acknowledged by the clinician.

Manufacturer narrative:
A spacelabs field service engineer was dispatched to the facility to investigate the issue. The nurse manager who witnessed the investigation stated there was no injury as a result of the event. Given the length of time (more than two months) between the date of occurrence and spacelabs notification, she could not recall which telemetry transmitter or receiver that was in use; therefore, no product testing could be performed. The telemetry central and ics-g2 remained in service without issue. The customer did not provide a retrospective database, alarm logs, alarm settings, waveform reports, saved events or any other data when asked; due to the length of time between the event and notification to spacelabs, spacelabs could not independently locate this information. As described in the user manual for the product, an alarm will remain active for the length of the alarm event. Thereafter, the alarms are recorded in the alarm log section of the patient retrospective database. The monitor tech located the vtach alarm in this database. Spacelabs sells a version of the product that includes a feature called ¿alarm history bar¿, which provides a visual record of an alarm on the product screen. We have advised the customer about this product version. Our conclusion is that the version of the product possessed by the customer operated as designed and there was no product malfunction. This report is considered final and the issue closed. We note that the customer filed medwatch number (B)(4) with the FDA on january 22, 2015 as regards this event. The FDA forwarded the medwatch report and posed related written questions to spacelabs on february 2, 2015. Spacelabs provided a written response to the FDA on march 13, 2015. Placeholder.